Event description:
Boston scientific crm received information that the local representative contacted technical services to report that during pocket closure, there was a 4-5 second pacing pause. The lead diagnostic measurements were normal. Technical services recommended continued monitoring for further episodes of oversensing. Technical services discussed the possibility that noise from the pocket closure may have been the root cause of the reported oversensing and pacing inhibition.

Event description:
Customer reportedly received result of 25 mg/dl on aviva system 1 and 115 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 302526, expiration date 08/31/2011). (B)(6).